Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00337. This report is being submitted as additional information. Approximate age of device - 7 months. A direct correlation between heartmate ii left ventricular assistance device (lvas), serial number vad-19931, and the reported gastrointestinal bleeding could not conclusively be established through this evaluation. It was reported that the patient was an inpatient due to a gastrointestinal (gi) bleed on (B)(6) 2018. The patient ultimately received a transplant on (B)(6) 2018. The return of heartmate ii left ventricular assistance device (lvas), serial number (B)(4), was requested multiple times but to date, the pump has not been returned to abbott for analysis (refer to cs-107045, complaint 194936). The hmii lvas instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the vad clinician that the patient was currently an inpatient due to a gastrointestinal (gi) bleed. Additional information was requested but was not provided.